Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, the inner package of the mach1 guide catheter was found to be opened. The lesion being treated was located in the distal right coronary artery (rca). The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "fine".